Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles in the tubing. The customer was able to remove the air bubble by fill tubing and resume insulin delivery. There was no reported impact to the customer's blood glucose level.